Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 200 (mg/dl). The customer issued a correction bolus via the pump as they were able to clear the malfunction prior to contacting tandem technical support. It was indicated that the customer would continue to use the current pump for insulin therapy and would revert to a back up pump if needed.